Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced both locking casters on the workstation. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the locking casters on the workstation of the 9900 system were not locking properly. There was no report of patient injury.